Event description:
It was reported that the (B)(4) concentrator is alarming faintly and then shutting down after running for about ten or fifteen seconds. Dealer advised replaced on off switch and manifold valve assembly and now unit works fine.